Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG waveform was affecting the ability to pace the patient. There was no reported negative patient impact.

Event description:
It was reported to philips that the ECG waveform was affecting the ability to pace the patient. There was no reported negative patient impact.